Event description:
The facility's compounding pharmacist reported to baxter (B)(4) that an all-in-one empty container had foreign matter inside the bag. This condition was observed before use. There was no patient involvement; therefore there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
Complaint no: (B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: 68 unused samples were available for evaluation. A visual inspection revealed particulate matter inside the fluid path of the bag in 13 out of 68 received bags. The reported condition wasn't confirmed for this sample. No other tests were performed. The assignable root cause for the reported condition is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.